Event description:
End user alleged that he was sitting on the rollator when the leg bent and collapsed, resulting in his falling to the ground. End user alleged that he suffered fractured ribs and clavicle, and a punctured lung.